Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the foreign material in the light guide lens cover was not able to be determined and the root cause of the white foreign material in the air water cylinder/ tube was likely known inherent risk; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the light guide lens cover and white foreign material in the air water cylinder/ tube. There was no patient involvement.